Event description:
A complaint was received on (B)(6) reporting a patient had phaco surgery with tecnis-three piece lens implanted in the (B)(6). The intraocular (iol) reading was 16 d. It was the opinion of the post operative surgeon that there was a 6 diopter error in the target reflection. The surgeon repeated the iol calculation in different centers all coming with the same iol implanted which was 16 d. The surgeon explanted the iol to overcome the reported 6 d error in the refraction. The surgeon implanted the same power for another tecnis three piece 16 d and the refraction post operative has been corrected. It was understood that the first implanted tecnis was not 16 d and it had a diopter error.

Manufacturer narrative:
Additional information received on (B)(4) 2012 indicated there was a mistake in the post op error stated in the initial complaint report. The reported error is not 6.0 d but 9.5 d. The surgeon measured the explanted lens by lens meter and believed it is 25.0 d not 16.0 d as written. A manufacturing record review was performed and met specifications. Optical measurement of the lens was performed and revealed that the result of the diopter inspection was within production order specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.